Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the wire cut and digging into their tailbone was determined. The patient wrote that they had nothing but problems with the device. The cause of the stimulator being upside down and backwards was that the doctor "put it in like that".

Manufacturer narrative:
Concomitant medical products: product ID#: 978a128, lot#: va2eyh1. Product type : lead. Other relevant device(s) are: product ID: 978a128, serial/lot #:(B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt, rep) regarding an external device it was reported that recharger was not available during the call so sn was not collectable. The reason for call was the patient tried charging their ins for the first time on saturday and it will not charge. Patient encountered recovery mode instructing them to put the charger over the ins for 30 minutes but when patient does so they encounter 4101 code. Troubleshooting was unable to be performed as the patient did not have their recharger with them so will call back at a time when they can troubleshoot. Reviewed meaning of recovery mode and 4101 code.  No further complications were reported/anticipated at this time. (B)(6) 2021. (B)(6). Additional information was received from a consumer and a manufacturer representative. It was reported that the patient called back regarding the reported issue. The patient said that they were finally able to recharge; however, said that they kept on receiving error codes: error codes: 4102, 4107, 4106. So the patient kept on resetting the recharger. The patient was concerned that this will happen the next time they recharge. When asked, the patient said that when they recharge the implant the first step patient takes is that they turn the recharger on and then waits until the light turns green, then places in the belt and then over the implant. When asked, patient said that they can feel the ins; however, there was a scab over the site, so there was a little bump there, due to normal healing process. Patient services reviewed the recommendation to place the recharger in the belt and over the implant before turning the recharger on. The patient said that they like to recharge on saturdays. The patient to provide update and call as needed. Patient services reviewed business hours. On (B)(6) 2021, the patient (pt) called in from the registered number stating they have continue experiencing recharging difficulties since implant with their newest equipment and think it is a handset issue the phone says it can't find the device even when they are only 2 inches apart. The pt said they tried to put the recharger in the belt and put around their waist and then turn it ton and the handset does not seem to connect to the recharger. After recharging for half hour, they heard the disconnect tones and it kept flashing the codes: 1729 and 1717 call your clinician. The pt said they reset everything and finally got it completely charged last night. The pt said they don't have other electronic equipment in the environment. Patient services offered to troubleshoot; however, the pt said their boyfriend was not there and the equipment was not close by. Patient services recommended taking a picture of the messages and calling back with the equipment and boyfriend for troubleshooting. 2 call recordings on (B)(6) , the pt called back repeating information previously reported in this case that they are still having issues recharging their ins. The pt reported getting service codes 1707 and 'device not responding' service code (B)(4). Patient services reviewed message meanings. Patient services walked the pt through trying to charge the ins on call and pt stated initially getting recharger not found as pt did not have recharger powered on. The pt powered on recharger and recharger successfully connected with handset. The pt connected to charge ins briefly with excellent connection, then lost connection. The pt reported getting 1707 service code on call and reported getting recharger inactive following this message. The pt powered back on the recharger and tried charging again. The pt was using belt to try to charge and stated belt was moving from implant site as it was loose. Patient services recommended that the pt tighten belt and lean forward when charging. The pt tried sitting while charging and crossed leg on side of implant over other leg. The pt stated that the implant is located on their left side and stated "they changed it and put it on my left side" (pt did not provide further clarification regarding this statement). The pt confirmed they can palpate the ins and confirmed that the ins feels superficial to skin. The pt tightened the belt and confirmed that the belt was snug around implant site, at which time the pt connected to charge with excellent connection again, then lost connection. The pt stated at that time that they did not move the recharger from the implant site. The pt denied any recent trauma or falls, but reported that they have been hurting in their lower back "where the wires are". The pt stated they don't know if this could be contributing and stated they noticed this started about two weeks after doi. The pt stated they will no longer be seeing dr. Garris and stated they will be seeing a new dr at "victoria urological" on (B)(6). The pt stated their ins was at 70% currently and will follow up with hcp for in person troubleshooting and to discuss symptoms/check implanted system. More information was received on (B)(6) 2021. Patient reported that they got the system removed yesterday (B)(6) 2021 at mission hospital. They had it taken out because the stimulator was not charging and they couldn't get it charged one time. The healthcare professional (hcp) said it was because the wires were cut and the stimulator was in upside down backwards. Patient said they brought all of their stuff back: handset, communicator, belt and recharger. The nurse in recover at mission hospital was talking about throwing it all away. The hcp said for patient to send it back to medtronic. The patient was concerned that they were going to get charged for them. During call, it was reviewed with patient that they already own the product so there wouldn't be a charge. Patient was going to call the nurse back and confirm equipment will be sent it back. Patient was advised that it would be beneficial to get the stimulator and recharger back to see why it wasn't charging. The wires were dug down into the tailbone. They had a hard time getting them out. Patient reported doing better today. See (B)(4) for replacement and (B)(4) for pain in lower back.